Event description:
Pt's father reports hospitalization due to elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specification and delivery accuracy.